Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery for the 2.0mm ti matrixmandible screw. When the surgeon removed the tentative plate, a nurse found that the screw shaft was bent. It was not reported how the surgery was finished. The surgical delay and adverse event to the patient are unknown. Concomitant devices reported: plate (part number unknown, lot unknown, quantity 1). This report involves one (1) 2.0mm ti matrixmandible screw self-tapping 8mm. This is report 1 of 1 for (B)(4).